Manufacturer narrative:
(B)(4). Date sent: 1/18/2016 information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # (B)(4). The surgeon put a clamp on the vessel and oversewed the vessel to control the bleeding. Used the stapler on the bronchus and used it to divide the pulmonary artery and the pulmonary artery then bled which was controlled by oversewing. The surgeons filled the patient¿s thoracic cavity with water and filled the bronchus with air to check for leaks and found the staple line of the transected bronchus had a leak, which the surgeons oversewed. The patient received eight units of packed red blood cells. The patient is recovering and doing well today. Additional information received: per the surgeon, there were two board certified general surgeons with thoracic experience, one of which is an expert in minimally invasive thoracic technique and very experienced with the echelon powered and powered plus devices in the procedure. The patient is a (B)(6) female with an enlarging left upper lobe tumor, a history of a colon resection in 2014 and coronary artery bypass graft in early 2015. There is a possible history of pulmonary hypertension but no known coagulopathy (medical or pharmaceutical). There were no obvious issues with any of the firings until the staple lines leaked. White reloads were used for vessel firings and blue reloads were used for bronchus. The analysis found that one pse60a device was returned in good visual condition and with an gst60w cartridge loaded on the device. The cartridge was received unfired. The device was tested for functionality in the straight position with returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a vats thoracoscopic left upper lobectomy converted to open left pneumonectomy procedure, the first firing with a white cartridge, across the left superior pulmonary vein leaked, so the surgeon fired across the vessel again. After firing across the fissure, there was a small vein that leaked and so the surgeon fired across with a blue cartridge and got control of the bleeding. The surgeons were concerned there might be an issue with the device, so another psee60a was pulled. The pulmonary artery was dissected and the anterior branch of the pulmonary artery was transected followed by the apical posterior branch of the pulmonary artery using white reloads. The device was fired across the upper lobe bronchus and lingular bronchus using blue reloads. At nearly the end of the case, the lingular artery was dissected, skeletonized and had a rubber catheter around it when the staple line across the anterior pulmonary vessel opened up and bled. Blood filled the cavity and the surgeons had to put pressure on the anterior pulmonary vessel, but could not get control of it, so the case was converted to open to apply pressure. The patient went into cardiac arrest. The surgeons maintained pressure and performed cardiac massage for ten minutes. The patient was resuscitated and the procedure continued. Completed the transection of the anterior pulmonary vessel, ligated the vessel and removed the upper lobe and closed the pulmonary artery by grasping with clamps and were able to close the vessel and the patient was alive, however there was not enough blood supply to the lower lobe, so the surgeons had to remove the lower lobe. The surgeon requested a new stapler so a pse60a was pulled and placed it across the dissected inferior pulmonary vessel and fired across it. Identified the bronchus and suddenly the staple line on the inferior pulmonary vessel came open from the middle of the staple line.